Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿staple line did not come out¿? Did the device cut? Did the device staple? If so, how far? Which side of the knife did the issue occur? How was the staple formation? Was the decision to convert solely based on the issue with the device? Were there other factors that contributed to decision to convert the procedure? What is the patient¿s current status?

Event description:
It was reported that during a gastroplasty, when performing the fourth staple of the tissue, the staple line did not come out, compromising the entire procedure and causing the medical team to change the procedure to the bypass technique. There was a 20 minute delay in surgery. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2021. Upon review of the information provided, it was concluded that this event to include device evaluation was reported under manufacture report number 3005075853-2021-06286 submitted oct 19, 2021